Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 748240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 64001 lot# n274563, implanted: 2012 (B)(6), product type adapter , implanted: 2012 (B)(6), product type accessory product ID 3387s-40 lot# v018187, implanted: 2007 (B)(6), product type lead product ID 3387s-40 lot# v019204, implanted: 2007 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the manufacturer representative had trouble with the patient programmer and how to read the patient's charge percent. It was also reported that the patient had "open circuits" and he had "fallen." Four days later, it was reported that the patient had a sudden onset of tremor. In interrogating the patient's device, open circuits were found around contact zero. The health care provider (hcp) was able to program the patient using the other contacts and actually provider better tremor control. There was no further evaluation needed for this device as the patient got good tremor and parkinson's control. It was also reported that the patient's programmer was adjusted and he could now see his charge level as a percentage. No further action was taken and the patient was doing fine.